Manufacturer narrative:
Date of event, corrected data:the supplemental report #1 inadvertently did not update the date. The patient reportedly was having the same amount of seizures in (B)(6) 2013 as in (B)(6) 2012.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #4 inadvertently did not report product return is not expected. Date of explant, corrected data: the supplemental report #4 inadvertently did not reported date of explant.

Event description:
Product return is not expected as the explant facility does not return explanted products per hospital policy.

Event description:
The referring physician's office reported the patient was at eos=yes and was refered for generator replacement. No additional information was provided.

Event description:
It was reported on (B)(6) 2013 from the neurologist's office that the patient was referred for generator replacement due to "battery failing, down output current" and the patient was experiencing more seizures. The reporter later indicated the battery was depleting and was at end of service. However, clinic notes dated (B)(6) 2013 were later received and reported the device was at ifi=yes, which means that the device is still intended to deliver the intended therapy but intensified follow-up is recommended. The patient was having 'blank' seizures every 2-3days where he talks nonsense for about 15-30 seconds, then comes back. He was also having generalized tonic-clonic seizures, about once a week with prolonged post-ictal phase. The physician indicated in the notes that the battery was low and "starting to fail." Previously on (B)(6) 2012, it was documented that the patient had four seizures in the prior three months, and the vns magnet was still successful in stopping the patient's seizures. The physician reported on this visit that the vns generator needed to be replaced, and no changes were made in medications. Attempts for additional information from the treating neurologist's office have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
The implant card was received by the manufacturer and confirmed the generator replacement on (B)(6) 2013. The reason for replacement was indicated as "battery depletion."

Event description:
Additional information was received from a medical assistant at the physician's office on (B)(6) 2013. The 'battery failing, down output current' meant that the battery was low. The physician did not write any readings on the progress note on the post-implant management form, per the medical assistant. On (B)(6) 2013: 'output current: ?, no readings down' the physician did not write down the settings but performed normal mode diagnostics on this date which showed that the intensified follow-up indicator was set (ifi=yes). The physician reportedly does not indicate in the notes if the increase in seizures is related to vns therapy, but the medical assistant believes in her opinion that the seizures may be related to both the decreasing vns battery and the patient's brain tumor which is not related to vns per the physician. As of (B)(6) 2013, the patient was still having the same seizure rate as noted in (B)(6). Although surgery is likely, it has not occurred to date.